Event description:
Rptr alleged the customer was delirious and screaming, so she tested him on the advantage sys and obtained a result of 149 mg/dl. Rptr stated she unsuccessfully tried treating him with soda and called the paramedics. Rptr stated the paramedics arrived and obtained results of 35 mg/dl and 32 mg/dl on their sys within 10 mins of the 149 mg/dl result on the advantage sys. Rptr stated the paramedics gave the customer glucose in an IV and then she gave him juice. No other actions were reported taken or treatment rec'd. A request was made for the return of the suspect device and replacement prod was sent.